Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables and wall adapters. Additionally, an unspecified malfunction occurred. Customer's blood glucose (bg) was 129 mg/dl. Reportedly, the customer had manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery issue was verified; however, the undefined malfunction could not be verified.